Event description:
During shoulder arthroscopy use of arthrowand, portion of tip (ring) detached and was visualized by physician and staff with arthroscope. Physician irrigated area with three liters and extensive exploration of joint. Unable to locate or retrieve detached piece. It is unknown at this time whether piece is in or out of surgical site.